Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, filling took more insulin than expected and the customer was not seeing drops of insulin exit the end of the tubing during filling. The issue was experienced with two different infusion sets and cartridges. The customer was able to successfully complete the load process using a third cartridge and infusion set. There was no impact to the customer's blood glucose level.